Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was hot to touch when charging. The customer reported that it gets hot enough to burn skin and destroy insulin. Additionally, it was reported that the wake button was difficult to press. No additional information was provided regarding the reported issues. There was no known impact to the customer's blood glucose level.